Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated they noticed large amounts of water on top of the reaction disk after doing their weekly maintenance. The field service representative found that the rinse nozzle 3 was completely blocked. He rinsed the nozzle with hcl. He increased water to the gear pump. He checked det 1 and 2. He cleaned the belt tensioner. He cleaned the water bath. He changed the lamp. The customer repeated 50 to 60 samples after the field service representative corrected the issue. The customer stated there were discrepant results that were reported outside the laboratory prior to the service visit. The customer looked at the initial and repeat results as well as the patients' diagnoses and therapeutic ranges, and they determined that the patients were not affected therefore no corrected reports were issued. The customer stated the issue was seen for multiple tests, including: valproic acid, vancomycin, rf, crp, igg, igm, and ises. Most of the samples that were repeated were for tina-quant hemoglobin a1c gen.2 (hba1c). The customer provided data for three samples, one of which had a discrepant hba1c result. The patient's initial hba1c result was 8.6%. The sample was repeated on (B)(6) 2014, and the result was 6.5%. The repeat result was considered correct. There were no adverse events. The hba1c reagent lot number and expiration date were requested but not provided.